Event description:
It was reported that during a phone call with the physician it was indicated that he had pump activation issues with three different inflatable penile prosthesis (ipp) devices. It was specified that the pump would "lock up", felt "rock hard" and was not able to be reset. The pumps were said to be so hard that they would stay collapsed. When squeezed they would not refill and after resetting the component it would temporarily work but then collapse after the following initial squeeze. The physician speculated there was a small leak as overtime the pumps would refill. The patient underwent a revision surgery in which a fracture was identified at the tubing. No information was provided about the patient's outcome.